Event description:
Customer reported a failure code 810:11. Customer reported there were o pt injuries associated with this report and there have been no incident reports files since the last baxter service event. Customer stated incident occurred during biomed testing.